Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the reported ventilator inoperative didn't occur during operational check, occurrence of the alarm was confirmed in the alarm log. Analyzation of the event log at the time of the occurrence revealed that writing of the event log had not been processed properly. Since the vent inop was not duplicated and writing of the event log had not been processed properly, it is assumed that a failure occurred in the data processing inside the unit at the time of occurrence. In order to improve reliability of the internal data processing, the software version was upgraded to the latest 3.6.1. To resolve the issue. Unit was checked overall, cleaned and functionally tested. Software version was upgraded from 3.6 to 3.6.1.